Event description:
The customer called a couple hours after the incident to report a blood leak (centrifuge chamber) alarm after processing 830ml of whole blood in single needle mode. The customer stated that the upper bearing dislodged and there was damage to the drive tube; but not a full break. The treatment was aborted and the patient was rescheduled for another day. The patient was reported to be instable condition. Service order, (B)(4), was generated. The kit was discarded, however pictures were returned for evaluation.

Manufacturer narrative:
A batch record review of lot c348 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, alarm #7: blood leak (centrifuge chamber) and drive tube leak/break. No trends was detected for complaint category, alarm #7: blood leak (centrifuge chamber). A downward trend was detected for complaint category, drive tube leak/break. No CAPA was initiated for complaint category, alarm #7: blood leak (centrifuge chamber). Drive tube leak/break was investigated through (B)(4) and CAPA (B)(4). (B)(4) was closed. Service order, (B)(4), feedback is pending. This assessment is based on information available at the time of the investigation. Pictures were returned for evaluation. Analysis of the returned pictures is in progress. A supplemental report will be filed when this analysis is complete. Meddra codes: lt-device malfunction- (B)(4). Kit unique device identifier: (B)(4).